Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3 device manufacturer name, d4: model #, d4unique identifier (UDI) #, g4. Additional information: g4, h3, h6, h11 h11: the device was received for evaluation. During functional testing, a system error 345 was reproduced. A review of the event history log revealed multiple system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upstream thermistor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.